Manufacturer narrative:
Patient demographics such as age, date of birth, sex and weight were not provided. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. The fse performed unrelated services to the instrument. A high sensitivity system check was completed after this which passed within instrument specifications. The cause of the erroneous results could not be determined, the access accutni+3 reagent was not returned to bec for testing. The mdrs related to this event are as follows: (B)(6) = MDR 2122870-2016-00099; (B)(6) = MDR 2122870-2016-00100; (B)(6) = MDR 2122870-2016-00101; (B)(6) = MDR 2122870-2016-00102; (B)(6) = MDR 2122870-2016-00103. (B)(4).

Event description:
The customer noted non-reproducible false positive imprecise troponin I (access accutni+3) results for six (6) patients on the access 2 immunoassay system (serial number (B)(4)). The initial and repeat results of the same sample on the same instrument generated a total standard deviation outside of that permitted by the accu tni+3 information for use (IFU). For patient 4 and patient 5 the customer repeated these samples on another access 2 immunoassay system (system identification (B)(4)). The results generated on this instrument were within the normal reference range of the assay. The customer reported no system issues or erroneous results with instrument system ID (B)(4). The erroneous patient results were generated over multiple days: patient 1 & 2: (B)(6) 2016 mdr2122870-2016-00099. Patient 3: (B)(6) 2016 mdr2122870-2016-00100. Patient 4: (B)(6) 2016 mdr2122870-2016-00101. Patient 5: (B)(6) 2016 mdr2122870-2016-00102. Patient 6: (B)(6) 2016 mdr2122870-2016-00103. The customer initially reported this issue to beckman coulter (bec) on the 27jan16. The results were not reported out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer stated that their access accutni+3 quality control results were within assay specifications on the day the erroneous results were generated. A system check completed both before and after the erroneous results was within instrument specifications. The customer performed two precision runs of fifteen (15) replicates each and both runs were within the standard deviation permitted by the accu tni+3 information for use (IFU). The samples were collected in lithium heparin gel tubes and centrifuged at 5,151rpm (revolutions per minute) for three to five minutes. Customer reported no visible issues with the integrity of the sample.